Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral regurgitation (mr), tissue damage and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information a conclusive cause for the reported tissue damage could not be determined. The recurrent mr and dyspnea are cascading effects of the tissue damage. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report prolonged hospitalization, recurrent mitral regurgitation, tissue damage, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 1+. On (B)(6) 2019, the patient was discharged. There were no adverse patient effects and no reported clinically significant delay in the procedure. Then on (B)(6) 2019, the patient was re-admitted for shortness of breath. The next day, it was discovered that the mr increased to 4+. The pulmonary veins flow were blunting from the increase mr. The clip was stable on both leaflets; however, the prolapsed tissue has worsened. There was insufficient space on the valve to place another clip; therefore, two occluders were deployed in the between the clip. The pulmonary veins improved, and mr was reduced to 2. The patient is stable. No additional information was provided.